Manufacturer narrative:
The local area sales representative was contacted for additional information regarding initial reporter information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited oversensing of noise, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed this was due from a medical procedure and/or electromagnetic interference (emi). No adverse patient effects were reported. This device remains in service.